Manufacturer narrative:
Pt info: unk. Date of event: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+1.0/095 (sphere/cylinder/axis), tore before loading. There was no patient contact. The lens was replaced with another same model/length lens on (B)(6) 2021 and the problem was resolved. Additional information has been requested but none has been forthcoming.